Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was ranging from 550 to "high" (specific value not provided). Elevated bgs were addressed by a manual insulin injection. Reportedly, the customer continued to use the pump for insulin therapy.